Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting post- paced t-wave over-sensing. Programming interventions were performed at an in-clinic follow up. The patient was stable.